Manufacturer narrative:
Analysis of lead: model 3889-28, lot # va05bfn, showed the outer insulation was separated at the butt joint near the proximal end of the lead. The lead was subjected to a series of standard tests that included but not limited to visual inspection and electrical testing. The continuity was acceptable and no shorts were seen between circuits. Cosmetic environmental stress cracking (esc) was observed on the tines of the lead and on the outer insulation in between electrode sleeves. Degraded insulation with metal induced oxidation (mio) was noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 11-dec-2016, UDI#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins). It was reported that the physician changed the ins out and the ¿lead electrodes were separated¿. The lead was then removed and cut. Additional information received from the manufacturer¿s representative reported that the battery was changed out today and the lead became separated where ¿it isn't supposed to¿. It was noted that the doctor cut it by the electrodes trying to get the lead out. The doctor wanted the lead analyzed so it was to be sent back to the manufacturer for analysis. Further information received from the manufacturer¿s representative reported that the battery was changed out today and the lead became separated where ¿it isn't supposed to¿. It was noted that the doctor cut it by the electrodes trying to get the lead out. The doctor wanted the lead analyzed so it was to be sent back to the manufacturer for analysis. Follow up information received from the manufacturer¿s representative on march 21 reported that the reason for the ins replacement was battery depletion. There were no further complications reported or anticipated.